Manufacturer narrative:
Manufacturer Narrative: Secondary Surgical Intervention to Remove/Replace/Reposition the lens is identified in the labeling as a known potential adverse event following ICL implantation. Claim#: (b)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The lens was implanted upside down. The lens was later exchanged with a same length lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.